Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using an ilet pump, the user observed stable evening glucose around 167 mg/dl followed by automated insulin delivery totaling approximately 6 units over time, after which hypoglycemia occurred; the event was discussed, device data synchronization was requested for report review, and user education on high glucose management and hypoglycemia follow-up questions was completed. Symptoms included no reported hypoglycemia symptoms despite a documented low of 60 mg/dl. Outcomes included a low glucose episode lasting a couple of hours that was corrected with oral carbohydrates and did not require assistance or medical intervention. Investigation included review of user-reported glucose trends, assessment via blood glucose questionnaire, and provision of training resources, with recommendation to consult the clinical team regarding a potential factory reset if recurrent patterns persist. Investigation of this case revealed no device alarms were reported, dosing occurred over time consistent with expected automated delivery behavior, and the cause of hypoglycemia remained unclear given user-reported sensitivity and stable patterns. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.